Event description:
One of our local country mgrs in (B)(4) attended a vns generator replacement surgery. The old lead connectors were removed normally from the old device using the wrench from the new 104 replacement generator and the surgeon inserted the negative pin first into the new generator - there were three clicks of the torque wrench. However, when it came to inserting the positive pin, the torque wrench shaft appeared to tighten then just rotated. He inserted the wrench again, but again it just rotated - however, the connectors were both firmly lodged in the ports and the surgeon was being quite forceful in seeing if they would come out. It was then checked again to see if the set screw may not be correctly tightened and asked if he would see if he could loosen the first pin, and retighten - after appearing too tighten, the wrench again failed to click. An accessory pack was opened, and the wrench used from that, but no change. The surgeon reported that the tips of the pins were through the connector block. Just before inserting both of the connectors, our country mgr noticed that the surgeon had inserted the wrench through the silicon caps and loosened the set screws - he thought he may have overdone it and damaged the threads but we have no way of confirming this. As the connectors were tightly in place and the lead impedance was satisfactory (approx 1400 ohms), he said he would accept that, but make a note in the pt's case note that when they come next time, the connectors should be checked. The pt's neurology office was notified to monitor the pt should any impedance issues arise in the future. The torque wrenches were discarded and the generator remains implanted therefore will not be returned for analysis.